Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but could not reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the yaw motor module was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the yaw motor module was consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure there was repeated recoverable 23118 errors on arm 3. The customer did not have system logs connected at this time. They were likely trying to disable arm 3 to continue their cholecystectomy procedure. Customer also stated that they may swap the patient carts after the procedure. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: arm 3 was disabled for the procedure. Surgeon completed the procedure safely with 3 arms. Arm was replaced later that day by service. No instruments were at fault. It was a true broken da vinci arm. No patient demographic information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse inspected arm and noted ribbon cable was loose and exposed with damage to the ribbon cable retainer clip. Fse was able to reproduce error 23118 by loosely connecting ribbon cable on universal surgical manipulator (usm) 3. Fse replaced usm 3 to correct issues. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.